Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 12 x 3.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was found to be dislodged after the material packaging was opened, and its attachment was poor. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 12 x 3.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was found to be dislodged after the material packaging was opened, and its attachment was poor. The procedure was completed with a different device. No patient complications were reported.